Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
(B)(6) 2019, the patients physician does not follow home monitoring for their patients. The patient believes her pacemaker has been pacing at 99 bpm ever since she had an MRI. She claims that the physician told her the device is functioning normally, but she does not believe them. (B)(6) 2019, the patient called again and is upset after getting an MRI but would not give any other specific details. Said that she will have her physician get a data dump of her device at her next followup. (B)(6) 2020, the patient filed a voluntary medwatch report with FDA stating that her pacemaker is causing electrical problems with fluttering. Mw5094233.